Event description:
It was reported that balloon ruptured occured. The 40x7mm, eccentric, graft anastomosed, 90% restenosed target lesion was located in a mildly calcified and non-tortuous unspecified vessel. A 7.0-40, 80 wanda¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, upon an unknown inflation at 15 atmospheres, the balloon ruptured. The device was then removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).